Manufacturer narrative:
The lot history file was not reviewed. One used product was returned for evaluation. Upon visual inspection, no physical damage or anomalies observed. A functional test was performed. During occlusion testing, no free flow was observed, and a solvent membrane was identified within the tubing proximal to the buckle component. The reported issue was confirmed, the probable cause was determined to be an excess solvent application during assembly.

Event description:
It was reported that the patient experienced cassette empty and line blocked alarms during device use, which resolved by cassette change and reattaching tube. Upon investigation, a solvent membrane was observed in the tubing was identified. This condition makes the event reportable. There was patient involvement; however, no harm was reported.